Manufacturer narrative:
Gbo complaint (B)(4). No samples were received for evaluation. No further clarification or further information was received from the customer. We have no further inventory of the material/batch. A review of quality, production and maintenance records revealed no deviations in relation to the reported errors. This complaint cannot be determined.

Event description:
Customer states several incidents of tubes not filling to fill line.